Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was likely caused by a user error or by a defective foot switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, minor scratches and dings on the top cover and front panel. Monopolar handpiece protection circuit. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus by a biomedical engineer that an hf unit (generator) had just returned from olympus repair with a e433 error. The reported issue occurred during installation of the device. The customer was in contact with the repair center and was asked to power up the unit again to confirm the error code, the unit powered up with no more error code. The customer also reported that the screen was responding to the touch and appeared to have no more problems. There was no patient injury or adverse event reported to olympus.